Event description:
The costomer reported that the unit was failing the pacer test.

Manufacturer narrative:
The customer reported that the unit was failing the pacer test. The unit was evaluated at philips, and the failure was verified. Replacement of the power pca resolved with reported issue.